Event description:
A customer reported that an epiq cvx control panel periodically will not lock into place while transporting the unit within the user facility. No patient or user was harmed as a result of the issue. A philips service engineer replaced the solenoid to resolve the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow-up report upon its completion.

Manufacturer narrative:
The service engineer replaced the solenoid to resolve the customers immediate concerns. The solenoid was inadvertently discarded, so a more thorough evaluation of the suspect part was not able to be performed. Following the replacement of the solenoid at the customer site, the system has returned to service with no similar issues reported.